Event description:
On (B)(6) 2013, the lay-user/reporter contacted animas to report that his blood glucose went as low as 37-40 mg/dl. The patient does not have any symptoms when his blood glucose is low and has been known to pass out. His last occurrence was 3-5 weeks ago. At the time of concern, the patient was able to take orange juice. The patient has continued on insulin pump therapy. During troubleshooting, the patient went over the pump setting and agreed the pump has been programmed as intended. The patient does not always know the carbohydrate count of foods is. In addition, he does not adjust his insulin regimen when he has increased activity levels. The patient was advised to consult with his doctor concerning possible changes to the insulin to carb ratio, the target ranges, and the insulin sensitivity factor. There was no evidence a animas pump malfunction was associated with the reported hypoglycemia incident. This complaint is being reported because the patient had low blood glucose of 37-40 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/03/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box started on (B)(4) 2015. Due to continuous use of the pump, the black box data and histories for the event have been overwritten. The available daily insulin delivery totals correctly reflected the users programmed basal rates. A delivery accuracy test was successfully completed and the pump was found to be delivering accurately and within required range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.